Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to fluid loss. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to fluid loss. The device was removed and replaced. There were no patient complications.